Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced what appears to be a fibroma on the lower lip after four weeks of aligner wear. As of this MDR patient has not required any medical treatment.

Manufacturer narrative:
Additional information: fibroma are usually cause by irritation or trauma, this may not have connection with aligner but very remote, it is possible that the patient is having lip biting habit due to aligner use. Also, this could have been caused by irritation of the attachments. Ellen spoke with the dr. (B)(6)2024 notes as per attachment screenshot of their conversation. They ordered scalloped trim line for the lower and straight on the upper. If the patient is still having issues, they said they would remove the attachments. I did not see any pictures from the practice and no refinement has been ordered so I assume that the patient is no longer having issues. DHR: we reviewed the DHR for this so-sr04729735 / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates), were packaged by the first shift by auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met with the acceptance criteria provided by qa.